Event description:
Customer encountered incorrect serologic equivalent designation with allele drb4 01:03:01:02n in product 54380d, lot 029 979622. Labeling designates serologic equivalent as "undefined" rather than "null". Customer complaint # (B)(4).

Manufacturer narrative:
Product 54380d, lot 029 979622 was a confirmed product labeling issue with incorrect serologic equivalent designation for allele drb4 01:03:01:02n, a null allele. Root cause is lack of process for serologic equivalent assignment. Correction (B)(4) and effectivity check (B)(4). No impact to patient management was reported. This is the initial and final report.